Manufacturer narrative:
Continuation of d10: product ID b3301542 , serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2023, product type lead product ID b3301542, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2023, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the issue required in-patient or prolonged hospitalization / medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function.

Manufacturer narrative:
Continuation of d10: product ID b3301542 serial# (B)(6) implanted: (B)(6) 2023: product type lead product ID b3301542 serial# (B)(6) implanted: (B)(6) 2023: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the leads in stn and gpi were associated the event r caused the event. No records with regards to the action. The event is ongoing.

Manufacturer narrative:
Concomitant medical products: product ID: b3301542, serial#: (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2023, product type: lead, product ID: b3301542, serial#: (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2023, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It as reported, that the patient had a change of their extensions on (B)(6) 2023.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that there was exacerbation of symptoms - increased repetitive movements. The entire system was replaced on (B)(6) 2024. The issue was ongoing.

Event description:
It was reported that initially elevation of the impedances were found in the control on (B)(6) 2023. After that a new control on (B)(6) 2023 was used with possible impedances above 40,000 ohms. No action was taken and the event resulted in an unscheduled clinic visit.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3301542; product type: 0200-lead. Brand name sensight; product ID b3301542; product type: 0200-lead. G2: the country of the event is co. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: b3301542; serial#: (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2024; product type: lead. Product ID: b3301542; serial#: (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2024; product type: lead. Product ID: b3400060m; serial#: (B)(6); explanted: (B)(6) 2023; product type: extension. Product ID: b3400060m; serial#: (B)(6); explanted: (B)(6) 2023; product type: extension. Product ID: b3400060m; serial#: (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2024; product type: extension. Product ID: b3400060; serial#: (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2024; product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the root cause of the high impedance and exacerbation of symptoms were still contributed to the leads.

Event description:
Additional information was received stating the issue was resolved on 2024-02-02.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: b3301542, lot#serial#: (B)(6), implanted: on (B)(6) 2023, explanted: on (B)(6) 2024, product type: lead, product ID: b3301542, lot#serial#: (B)(6), implanted: on (B)(6) 2023, explanted: on (B)(6) 2024, product type: lead, product ID: b3400060m, lot#serial#: (B)(6), explanted: on (B)(6) 2023, product type: extension, product ID: b3400060m, lot#serial#: (B)(6), explanted: on (B)(6) 2023, product type: extension, product ID: b3400060m, lot#serial#: (B)(6), implanted: on (B)(6) 2023, explanted: on (B)(6) 2024, product type: extension, product ID: b3400060, lot#serial#: (B)(6), implanted: on (B)(6) 2023, explanted: on (B)(6) 2024, product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting there was an assessment for product/therapy/procedure relatedness made by the investigator: related to device or therapy, not related to procedure. There was an assessment for product/therapy/procedure relatedness made by the sponsor, different from the investigator: causal relationship to device or therapy, not related to procedure. There was an assessment for product/therapy/procedure relatedness made by the clinical events committee (cec), different from investigator: cec adjudication results provided, cec assessed as possibly related to procedure. Device or therapy: related, procedure: possibly related. The event is ongoing as of 10-oct-2024. This event resulted in in-patient hospitalization, prolongation of existing hospitalization, emergency room visit, urgent care visit, and unscheduled clinic or office visit.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting the issue was resolved.